Event description:
The customer reported a damaged blood sampling valve (bsv) actuator causing incorrect dilutions in secondary (manual) mode on a coulter lh 500 hematology analyzer. The customer stated that the issue led to abnormal values for white blood cells (wbc), hemoglobin (hgb), red blood cells (rbc), platelets (plt), and hematocrit. The instrument was shut down until service could be completed. It is currently unknown whether erroneous patient results were generated or reported out of the laboratory; however, there was no change or affect to patient treatment reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse ordered the bsv actuator for replacement and instructed the customer not to operate the instrument until it has been replaced by onsite service and the issue is resolved. Per the information currently available, the issue is currently open, and additional information has been requested from the customer and the regional representative. A supplemental report will be provided if additional information is obtained. (B)(4).